Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an intermittent power (damage) issue. It was reported that the battery compartment was cracked and the battery cap could not be tightened. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: the battery compartment was cracked. The battery cap had stripped threads and was unable to secure to the pump. A test battery cap was able to secure to the pump and maintain power. The pump was able to run for a 12 hour duration test.